Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 146352: 15 items manufactured and released on 14-jan-2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 7 years and 6 months, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the stem and head and the surgery was completed successfully.